Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the device worked properly at first. After that, the blade stopped though the surgeon grasped the trigger. The remaining myoma was very small, so the surgeon used a forceps through the trocar, and the myoma was removed. The procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.